Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (anterior leaflet flail with extensive posterior annulus calcification). The reported tissue injury appears to be a cascading event of the positioning failure. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 degenerative mitral regurgitation (mr), anterior flail segment, calcified mitral annulus and chordal structures, cardiogenic shock, morbid obesity and was intubated patient for a mitraclip procedure. During the procedure, physician gained access to the right femoral vein and performed transeptal puncture. Steerable guide catheter (sgc) was inserted into the right atrium (ra) and into the left atrium (la). First clip delivery system (cds) was inserted into the sgc, and steering was performed as per IFU. Grasping was attempted, after 11 grasps, it was unable to grasp the posterior leaflet and tissue injury was observed. It was decided to remove mitraclip ntw and replace it with mitraclip xtw. Mitraclip xtw was inserted into the sgc, steered and arm alignment was performed. Leaflets were grasped but anterior gripper would not lower. Troubleshooting was performed but was unsuccessful. On fluoroscopy and transesophageal echocardiogram (tee), it was noted that the cds was stuck on the posterior chords. After 20 minutes of troubleshooting, it was able to be freed from the posterior chords and retracted into the left atrium. Physician noted that there was ruptured chord and the device was removed from the patient. After removing the device from the patient, it was noted that chordal tissue was wrapped around the gripper. Another mitraclip xtw was inserted into the sgc, steered and arm positioning was performed. Grasping was successful and the clip was implanted on the lateral side of anterior and posterior leaflet 2 (a2/p2). Another mitraclip ntw was implanted on the medial side of anterior and posterior leaflet 2 (a2/p2). Patient was still intubated and an intra-aortic balloon pump was placed to help with hemodynamic recovery. Imaging was difficult. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.